Event description:
I had an eye infection in dec 2004 which lasted over 3 weeks to clear up, I use accuve advance contacts with hydoclear and the solution I used at the time was the renu with moistureloc. I do occasionally sleep with contact but always wash my hand and rinse contacts daily. I did not think this was linked to the recall but as I read the articles the infection description is exactly what I had. Due to this infection, I have a scar on my cornea. The eye solution my dr prescribed to clear infection was bleph-ophthalmic solution 5ml which took a long time to heal it. She was not sure what it was.